Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 175 mg/dl. While troubleshooting, the customer was unaware of any significant events leading to the alarm. The customer stated that there was physical damage of the body of the insulin pump. The customer explained that there were small cracks around the screen that where less than 1 cm each. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had minor scratched at the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.